Event description:
It was reported by the customer that a pyxis anesthesia es system station stucked on blue screen. The customer reported that users were unable to remove medications. There was no delay in patient care as the user was able to obtain the medications from the another station in the room. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station stucked on blue screen due to software issue. A technical support specialist accessed the station remotely to address the remote support service, which is currently operating on version 4.12. The specialist then verified the sap ship to ID and the device information section, discovering that the product type was incorrectly listed as pyxis medstation es instead of pyxis anesthesia. The specialist corrected this error and rebooted the station following the completion of the installation, after which the application launched successfully. The system functioned as intended after troubleshooting.